Manufacturer narrative:
The device was at bench repair for field change orders (fcos) when the bench repair technician found that the touchscreen needed to be replaced as it was not working properly and would not calibrate. The service engineer ordered and installed the replacement the touchscreen, set the local customer time/date, cleared the event log, set the factory settings, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 indicating that the touchscreen was not working properly and would not calibrate. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was at bench repair for field change orders (fcos) when the bench repair technician found that the touchscreen needed to be replaced as it was not working properly and would not calibrate. The investigation is ongoing.